Event description:
It was reported that the impactor was used for implanting the cup. After the implantation, when the impactor was disassembled with the cup, the plastic tip was missed. The plastic tip was inside the cup and it was broken. The broken tips could not be removed totally. The broken tip might be remain into the body.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned offset ref cup positioner/impactor indicated that threaded cap has fractured into pieces, confirming the stated complaint. The broken portion of the cap was returned. The impactor body did show signs of significant wear/use. A clinical analysis indicated that all pieces of the broken impactor tip were returned and all fit together, and there does not appear to be any missing portion of the cap. It has been communicated via email that no relevant supporting clinical information will be provided. The patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.